Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have submitted for the mfg site arjo med (B)(4). As on (B)(4)2010, that number was deactivated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4) and any medwatch reports will be submitted under registration #(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Add'l info will be provided upon conclusion of the MFR's investigation. Imp ref #(B)(4).

Event description:
Based on the staff's account of the event: "the caregiver was in the process of lifting the resident to transfer the resident from the wheelchair to the bed when the lift tipped over to the side. Apparently, the caregiver was trying to catch a falling portable fan from a table to her right when the lift started tipping to the side away from her to the left. The resident was lifted few inches above the wheel chair and hands were off on the lift when the care giver was reaching for the falling fan. The lift did not fall to the floor but it seemed to have tipped over about 45 degrees and leaning against an object."